Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-437b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on metal surface; the glass tip exhibits signs of crystal deposits; the outer flow tubing open end exhibits minor scratches; the blue arrow on the outer flow tubing open end is partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber

Event description:
There were : 336,867joules of use and 33 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, "end firing" was observed. The procedure was completed using a second fiber. There was no injury to patient reported.